Event description:
According to the reporter, during a procedure, the metal ring broke and the plastic disengaged into the patient. The surgeon was able to retrieve the component to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.